Manufacturer narrative:
H3: the pipeline flex w/ shield device and phenom-27 micro catheter were returned for analysis within shipping box and within a resealable plastic pouch. The opened pipeline flex w/ shield inner pouch was also returned. Visual inspection/damage location details: no damages or irregularities were found with the phenom-27 catheter hub. The phenom-27 micro catheter body was found accordioned between ~9.0cm and ~19.5cm from the distal end. No damages or irregularities were found with the distal tip and marker band. The pipeline flex w/ shield pusher was found bent between ~16.0cm and ~27.0cm from the proximal end. The hypotube was found stretched with the ptfe shrink tubing still intact. No damages were found with the distal marker, re-sheathing marker, resheathing pad or with the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The tip coil was found intact. The already deployed braid was found fully opened throughout the braid length. The two braid ends were found damaged and frayed. The middle braid was found damaged. Testing/analysis: the phenom-27 micro catheter total length was measured to be ~158.0cm and the usable length was measured to be ~152.0cm, which is within specification (specification: total (ref) = 156.5cm, usable = 150cm ± 5cm). An in house 0.0265¿ mandrel was inserted into the catheter hub, and became stuck at the damaged location. Conclusion: based on the analysis findings, the customer report of ¿failure/incomplete open distal (flex)¿ and ¿failure/incomplete open proximal (flex)¿ could not be confirmed as both braid ends were found fully opened. Possible causes are patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid was overstretched during delivery, user deploys braid in vessel braid, presence of other indwelling stents or inappropriate anatomy. The braid was found damaged. Potential causes for braid damage are resheathing more than 2 times, high force delivery, over-manipulation, delivering/retracting delivery wire against resistance, deploying/resheathing braid against resistance, or damage during return shipping as the braids were returned already deployed and out of its protective introducer sheaths and dispenser coils. Customer reported all devices were prepared per IFU, device was resheathed 3 times, pipeline was not positioned in a bend, and patient vessel tortuosity as normal. The customer report of ¿catheter resistance and ¿resistance during re-sheathing¿ was confirmed. In-house resistance testing found resistance in the catheter. The stretching found on the hypotube and the accordioning found on the catheter likely occurred due to the resistance. Possible causes for failure are patient vessel tortuosity, braid damaged, pushwire damage, catheter damage, or user does not maintain continuous flush. There is no indication that the event is related to a potential manufacturing issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a pipeline shield device that failed to open at the distal and proximal ends and then became stuck in the phenom 27 microcatheter during retrieval. The patient was undergoing a procedure for flow diverter implantation to treat an unruptured saccular aneurysm of the left internal carotid artery (ica) carotid siphon. The aneurysm max diameter was 7mm and the neck diameter was 4mm. Vessel tortuosity was normal. It was reported that all devices were prepared as indicated in the instructions for use (IFU). The phenom catheter was navigated to the desired location with no issue. The physician started to deploy the pipeline shield but the distal end of the stent failed to open after more than 10mm was deployed. The pipeline was resheathed, repositioned, and the physician attempts to redeploy. The distal portion opened partially, about halfway, and the middle section opened normally, to form a funnel shape. The physician decided to continue deployment to see if the distal end would continue to open. However, it did not open and the proximal end did not open either. The physician resheathed the whole device again and removed any possible tension in the system and redeployed, again with both the distal and proximal ends not opening. The physician decided to remove the entire system from the patient and tried to resheath the pipeline inside the hypotube but it became stuck in the proximal section of the phenom 27 microcatheter. More than 50% of the pipeline stent was deployed when it failed to open. The pipeline was resheathed 3 times. It was noted the catheter was flushed per IFU. The pipeline was not positioned in a bend. Both devices were replaced with competitor's products to complete the procedure successfully. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.